Event description:
It was reported that the atrial lead exhibited loss of cap- ture at 7.5 v. Lead dislodgement was confirmed via imaging diagnosis. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.